Event description:
It was reported that the suture broke. A 8.3/25 expel drainage catheter with twist-loc hub was selected for use and attached to the patient's right chest. During procedure, the doctor tried to insert the first catheter and felt lots of resistance. Upon checking the expel tip, it was noticed that it was deformed and not perfectly straight even with the stiffener inside. When using the second catheter, it was noted that the suture broke. Both devices were manually removed the same way it was inserted and the procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that the catheter was returned with the metal cannula and trocar loaded and no anomalies or damages were encountered. It was possible to observed the pigtail in a correctly shape. Additionally, the flexible cannula was received with the catheter and no anomalies were observed. The metal cannula was unloaded without issues, moreover, no issues were observed in the metal cannula, trocar and catheter. The suture string was observed in a correct shape and no issues were observed. Functional inspection revealed that a metal cannula and trocar were inserted and retracted form the catheter and no resistance was felt.

Event description:
It was reported that the suture broke. An 8.3/25 expel drainage catheter with twist-loc hub was selected for use and attached to the patient's right chest. During procedure, the doctor tried to insert the first catheter and felt lots of resistance. Upon checking the expel tip, it was noticed that the tip was deformed and not perfectly straight even with the stiffener inside. When using the second catheter, it was noted that the suture broke. Both devices were manually removed the same way it was inserted and the procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.